Event description:
The following has been reported by customer: (B)(6). Medical device involved: chemotherapy pump. Incident information: date of occurrence: (B)(6) 2026. Location (chu site): archet 1. Medical device retained: yes. Circumstances / description of the incident: a 24-hour chemotherapy infusion was scheduled to run from (B)(6) at 4:00 pm to (B)(6) at 4:00 pm. The chemotherapy infusion ended on (B)(6) at 7:00 am. Clinical consequences: grade 3/4 encephalopathy. Patient in a coma. Immediate measures and actions taken: chemotherapy antidote administered very rapidly. Additional information received from the customer: "an error in the preparation of the ifosfamide bag has been identified. In this context, this is therefore not a defective product." Reporting as a conservative measure. Adverse effects were reported.